Event description:
The account alleged the trendelenburg and reverse trendelenburg features are not functioning. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.